Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory found no anomalies.

Event description:
It was reported by the physician that the patient received therapy for ventricular tachycardia (vt) episodes, however, when the episodes were attempted to be reviewed, the episode data list from the implantable cardioverter defibrillator (ICD) provided episodes with no electrogram (egm) or plot data. It was noted there was no episode information available. The patient then returned to the facility for device troubleshooting, and the physician noted there were many vt episodes and old episodes with shocks that no longer had egms and there were vt episodes that were discarded, with only episodes with antitachycardia pacing (atp) stored. The ICD remains in use. No patient complications have been reported as a result of this event.